Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 4 months post-implant, the patient presented to the hospital with signs of hemolysis. The patient's plasma free hemoglobin was 447 mg/dl, lactate dehydrogenase (ldh) level was 5127 u/l, and creatinine was 5.14 mg/dl. The patient had hematuria and heart failure symptoms. Pump thrombosis was suspected and the device was exchanged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
It was reported that the device was disposed of by the hospital and would not be returned for evaluation; therefore, a correlation between the device and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted system controller log file showed normal device operation above the low speed limit for the duration of the log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.